Event description:
Asr xl acetabular system (right). Reason(s) for revision: alval / soft tissue reaction.

Event description:
Additional reason for revision: metallosis.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr recommended revision - bilateral update: added hip to be revised, system desc', products. Date of revision and reason for revision - received 03 oct 2012. Asr xl acetabular system (right); reason(s) for revision: alval / soft tissue reaction received confirmation that dint (B)(4)is a duplication of this complaint, any contrasting information has been transferred over to this dint - (B)(4) 2012. Reason(s) for revision: pain. This patient is bi-lateral, this dint is for the right hip. For the left hip revision please see (B)(4). Update received: 26th september 2013 - added further revision reason: metallosis, cross referenced, added surgeons forename: prof george and attached documents. Please note the stem has not been reported on this com as previously was on the initial dint as the revision surgery notes on the end of the surgeon confirmation form advise the stem was not revised. Update - stem received on claimsuite, added stem, filled out all mw fields, manufacturing and expiry dates. Taken from claimsuite dated 20th march 2015.

Event description:
Reason(s) for revision: pain

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.